Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. On an unknown day, the clip opened. The mr worsened to grade 4. On (B)(6) 2026, a re-interventional procedure was performed. One mitraclip was implanted for stabilization of first clip. The mr was reduced to grade 2. There was no clinically significant delay reported.